Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps (fbf) instrument for failure analysis investigation. The instrument was analyzed and found to have a broken main tube approximately 52.62 mm from the distal tip. The component was fractured, and missing pieces may be present; however, the size of the missing fragments could not be confirmed as they were not returned. Additionally, the main tube exhibited multiple scratches, classified as cosmetic damage. These scratches measured approximately 0.2215¿¿0.3775¿ in length and were axially aligned with the tube. No material loss was observed on the scratched surfaces. Adjacent components showed damage that may suggest potential mishandling. The broken section of the main tube was located near the area where scratches were observed. The probable root cause of broken main tube is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. Furthermore, the probable root cause of the scratches or abrasions in the main tube is attributed to damage during use, which can result from instrument collisions, abrasive instrument cleaning, instrument cleaning inside the body, or normal wear over time due to friction against cannula. These issues can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps (fbf) instrument tip broken off. The procedure was completed with no reported injury.